Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by remote and bench authorize service personnel which included testing of the affected device. The device was returned into bench repair and the results of the analysis were that the speaker needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing speaker and the product is returned to the customer. S replaced and textured to the customer.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that a message stating "speaker malfunction" appeared on the display. Through good faith good and effort there was no sound. The it is unknown if the device was in clinical use. There was no report of patient or user harm.